Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged moisture damage and missing segment. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump was cut open to perform visual inspection. The pump was received with missing segment and traces of moisture on pcba1 power connector and screen. The following were noted during visual inspection: cracked case (battery tube) and cracked battery tube threads. The pump passed the displacement test and self test. In summary, customer allegation confirmed of moisture damaged and missing segment noted during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had moisture under screen, then blue line down the middle. Fluid in insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.